Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, with extreme drowsiness, polydipsia, small ketones, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to the basal edit screen and prime menu being accessed. The basal/temp basal settings, bolus settings, and bolus type were incorrectly programmed. The basal history matched the active basal settings. The bolus totals matched and all boluses were recorded as programmed. The patient had been miscounting carbohydrates, and experienced changes in nutrition, pain level, and stress level. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.